Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. An infusion set change was performed to address the occlusion. The customer declined troubleshooting to determine a possible cause of the occlusion. Customer's blood glucose level was 263 mg/dl.